Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and on the loosely folded balloon and shaft and contrast in the inflation lumen, consistent with preparation and the catheter used in the patient anatomy. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The inner diameter of the guide wire lumen was measured and met manufacturing criteria. The guide wire used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. A new guide wire was advanced through the guide wire lumen with no resistance noted. The guide wire was then inserted in the guide wire lumen of the returned balloon catheter and a new indeflator, filled with water, was used to pressurize the balloon to the rated burst pressure, to check guide wire movement for collapsed lumen. While pressurized the guide wire was not able to move, and strong resistance was felt. The guide wire lumen was collapsed for an entire length of the balloon. Negative pressure was pulled and the guide wire was removed without resistance noted. Inner member collapse can be a result of a material discrepancy, incorrect preparation for use, guide wire size selection, or high pressure/multiple inflations, and as the guide wire lumen was noted to be not collapsed after pressurization, there is no indication of a product quality deficiency. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported difficulties could not be determined. All dilatation catheters are 100% visually inspected and checked for proper guide wire movement on the manufacturing line.

Event description:
It was reported that the 1.5 x 20 mm mini trek balloon was difficult to remove and became stuck on a prowater guide wire. It was able to be removed from the guide wire, and the same guide wire was used without issue with another device. No adverse patient effects were reported. No additional information was provided.